Manufacturer narrative:
(B)(4). Insulin pump was returned for alleged customer struggling to use pump found on (B)(6) 2021. Insulin pump passed the displacement test, rewind test, prime/seating test, occlusion test, force sensor test, sleep current test, active current test, displacement accuracy test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked retainer, and minor scratches on liquid crystal display window. In summary, retainer ring damage was confirmed during visual inspection where cracked retainer was noted. Pump tested ok. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic stated that the customer was struggling with insulin pump. No harm requiring medical intervention was reported. The customer will discontinue use of the devise.